Manufacturer narrative:
Block h6: imdrf code a150103 captures the reportable event of premature deployment.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the rectum for an internal hemorrhoids ligation procedure on (B)(6) 2025. During the procedure when deployed, multiple bands were deployed together without ligating the mucosa. The patient's condition at the conclusion of the procedure was reported to be stable. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a150103 captures the reportable event of premature deployment. Correction: g2: report source, device evaluation summary: the speedband superview super 7 returned for analysis. During the visual inspection the ligator housing was found to contain 6 bands. The handle did not have evidence that the trip wire was secured, and the trip wire was not pulled up to take up rest of slack. Based on the evidence, the reported event of bands premature deployment was not confirmed with testing of the returned device. The handle did not have evidence that the trip wire was secured into the handle slot, and the trip wire slack was not taken up the handle. It was determined that the instructions for use (IFU) of the device were not followed since the trip wire was not secured into the handle slot. These findings are classified as failure to follow instructions. With all the available information, boston scientific concludes that the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the rectum for an internal hemorrhoids ligation procedure on (B)(6) 2025. During the procedure when deployed, multiple bands were deployed together without ligating the mucosa. The patient's condition at the conclusion of the procedure was reported to be stable. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event.